Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Antenna was damaged during de-casing. The sensor was unable to reprogrammed. Further investigation was also conducted. A visual inspection was performed on the returned de-cased sensor puck and its printed circuit board assembly (pcba), observed the antenna was damaged from the pcba and crack damage to the pcba tracks, which confirming the damage. The sensor data in the initial scan was reviewed and observed that sensor was in state 8 (error termination). Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. Attempted to scan the sensor using test fixture, however the sensor did not scan due to damage. Unable to perform the functionality testing due to the damage observed on the pcba tracks and antenna. The sensor was no longer in a condition to perform functionality testing due to the crack damage to the pcba and antenna preventing the sensor from scanning and reprogramming. This damage was caused during de-casing. Therefore, issue is unable to test. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. Section d4 (primary UDI number) was updated based on returned product download. Section d4 (serial number) was updated from 0jkcrfmt3 to 0jkcrfnt3. Section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified high scan compared to unspecified readings obtained a competitor brand meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer was administered an unspecified injection for the reported high glucose scan and consequently experienced a loss of consciousness. The customer was unable to self-treat, requiring dextrose and apple juice from a non-healthcare professional (non-hcp) for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified high scan compared to unspecified readings obtained a competitor brand meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer was administered an unspecified injection for the reported high glucose scan and consequently experienced a loss of consciousness. The customer was unable to self-treat, requiring dextrose and apple juice from a non-healthcare professional (non-hcp) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.